Event description:
It was reported that, poor morphology analyzation was observed on the device. Technical support was contacted and recommended to reprogram the device. No intervention has been performed. The patient was stable.